Event description:
There was an allegation of questionable false positive elecsys hbsag ii results from the cobas e 801 analytical unit for seven patients. Results were provided for one patient that is a reportable malfunction. The initial hbsag result was 11 coi (non-reactive), and the repeat result was 8.38 coi (non-reactive). The sample was sent to a different lab for hbv confirmation, and the viral load result was positive. From the initial sample, the first elecsys anti-hbc ii result was 0.19 coi (reactive), with a repeat result of 0.18 coi (reactive). On (B)(6) 2025, there was another repeat result of 0.18 coi (reactive). On (B)(6) 2025, from a thawed aliquot of the original sample the hbsag result was non-reactive. An additional sample was sent to a different lab, which confirmed the hbsag non-reactive result. A new sample was collected on (B)(6) 2025, and the hbsag result was non-reactive.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The customer stated that they suspected that there was contamination. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration signals were slightly lower than expected. The customer uses a non-roche qc, and the qc was within the specified range. It was determined that the reagent was performing within specifications. The investigation determined that there was a mechanical issue; the sample probe was bent and not being rinsed properly. The issue was resolved locally.